Manufacturer narrative:
Devices photo evaluation completed on (B)(6) 2022: upon visual evaluation of the image provided in the complaint, a tear with gel leakage was noted in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: silent rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel, 325cc silicone prosthesis experienced unknown-sided silent rupture postoperative. As a result, patient underwent bilateral replacements with non mentor prosthesis on (B)(6) 2022.